Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure in superficial femoral artery using lifestent. After the stent placement the catheter could not be removed through 7f sheath. During removal of catheter and sheath together, the front part of catheter fell off and remained stuck in patient. Broken part could be retrieved by hand. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system returned was in used condition without the stent, which had reportedly been deployed in the patient. The inner catheter cardan tube is broken twice at the distal end, and the two segments are separately included. Significant elongation at the break site indicating high tensile load before breakage. The investigation confirmed difficult removal, breakage, and detachment. No manufacturing-related issue was identified. In this case the vessel was not tortuous/ calcified, the lesion was pre dilated, system compatible 7fx11cm introducer with 0.018" guidewire were used for access, and the guidewire was running smoothly inside the system. The user did not experience difficulty during advancement, and no difficulty was experienced during deployment action. Based on the investigation of the provided information, the complaint is confirmed for difficult removal, breakage, and detachment of the inner catheter cardan tube. A definitive root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Regarding pta the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Regarding access/ accessories the IFU state: '¿ gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter.' The IFU further state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.', and 'prior to use flush the guidewire lumen of the stent system with normal, sterile saline until saline exits the tip of the system. G3: h6 (method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure in superficial femoral artery using lifestent. After the stent placement the catheter could not be removed through 7f sheath. During removal of catheter and sheath together, the front part of catheter fell off and remained stuck in patient. Broken part could be retrieved by hand. There was no reported patient injury.